Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted blood on the tip, consistent with handling. The stent implant was returned dislodged from the balloon. There were two flared struts on the first row at the proximal end of the stent implant and the entire length of the stent was smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer member was separated from the proximal seal, confirming the reported separation. The fracture face was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The outer member was bunched proximal to the separation. The inner member was stretched and separated 6.1 cm proximal to the proximal seal. The fracture face was stretched and jagged. The separated portion was returned advanced over a cut 10.6 cm piece of unknown guide wire. There were multiple bends in the hypotube distal to the strain relief tubing. The outer diameters of the stent implant were not measured due to the damage noted. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is likely that as resistance was encountered during advancement of the catheter on the guide wire; excessive force was applied to the catheter, resulting in the shaft bunching and stretching, the stent damage and subsequent dislodgement, bends, and the shaft separating. However, in this case, the initial cause of the resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position the guide wire, shaft damage or separations, dislodgements, or stent damage for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties with the guide wire could not be determined however the noted shaft damage, separation, stent damage and dislodgement appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are visually inspected online for damage.

Event description:
It was reported that during device preparation the vision stent delivery system was backloaded onto the balance middleweight (bmw) guide wire, but the catheter became stuck and could not be advanced. During removal from the guide wire, the vision catheter separated. The device was not used in the anatomy; there was no patient involved. No additional information was provided.